Event description:
Caller reported potential false negative hcg results with consul diagnostics hcg cassette. Call was originally from the distributor; no details of the complaint or product info provided. Technical support contacted the end user. According to the office mgr, multiple cases of pregnancy tests were questionable but no details of the pt condition, diagnosis, blood test, medication or product lot number were recorded. The kit was returned to the distributor but was discarded without lot number recorded.

Manufacturer narrative:
Customer did not provide details of complaint or lot number. There is insufficient info to pursue further investigation. No corrective action required at this time as no product deficiency was established.